Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the coil did not detach. The device was twisted to break coil from pusher. A portion of the delivery pushed remained in the aneurysm, approx 2 cm. No attempt was made to retrieve the coil. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The implant coil was not included for eval as it is within the pt. The most distal end of the delivery pusher was not included for eval. The delivery pusher has evidence of being torqued (twisted) as the core wire is broken and the lead wires are twisted around it. This appearance is consistent with the user torquing the device. The remainder of the pusher is normal in appearance however, it could not be tested for electrical continuity as it has been broken. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint can not be determined as the entire device was not included for eval.